Event description:
The catheter was being utilized in an a-v graft. The balloon was inflated and bursts at 16 atm's. Upon removal of the balloon catheter through another MFR's sheath, the catheter was noted to be separated with the balloon, distal marker and catheter tip missing. The separated segment could not be located within the pt.